Manufacturer narrative:
Result: faulty foot left load cell was sending a zero reading to the cpu board.

Event description:
It was reported by service report that the scale was sending a zero reading to the cpu board. No pt involvement or adverse consequences were reported.